Event description:
It was reported that during a shoulder arthroscopy (rotator cuff repair surgery) the following devices presented malfunctions: the dyonics 25 presented multiple issues, the cassettes were not being recognized by the console and it was not maintaining pressure and had weak suction, two tube set were burnt, and a werewolf wand was burnt, which means that were unable to be used due to faults in the console. The procedure was completed using a competitors device (stryker) with a surgical delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H2: additional information in d1 (brand name), d4 (serial number), d9 and h3. Correction in d4 (catalog number and UDI number) & g4 (510k).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found low pressure readings. No issues were noted with device recognizing cassettes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for low pressure has been associated with electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. The root cause for device not recognizing cassettes could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a defective motor control pcb or cassette sensor. No containment or corrective actions are recommended at this time.